Manufacturer narrative:
An event of migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use 100095390, "the amplatzer duct occluder ii is a percutaneous transcatheter occlusion device intended for the non-surgical closure of patent ductus arteriosus," and is not indicated for use treating paravalvular leakage.

Event description:
It was reported through a research article identifying two 6/4mm amplatzer duct occluder ii (adoii) and a 5/4mm adoii that may be related to an emergent mitral valve-in-valve replacement. All three devices were implanted, diminishing a para-valvular leak (pvl) from severe to trivial. Within five minutes of wire removal, new severe mitral regurgitation was observed; tee showed device migration and prolapse of two of three ventricular portions of the adoii devices into the mitral prosthesis. Prolapse of the adoii devices resulted in leaflet impingement of the mitral prosthesis and a 29mm edwards sapien 3 valve was emergently placed with resolution of the mitral regurgitation. Specific patient information is documented as unknown. Details are listed in the attached article, titled "snatching defeat from the jaws of victory¿bioprosthetic valve dysfunction after percutaneous mitral paravalvular leak closure."